Event description:
It was reported the device reached elective replacement indicator (eri) within four years of implant. It was noted that all settings were within normal limits and the only therapy delivered was the defibrillation threshold testing. It was also noted that pre-electrogram storage was on continuous. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.